Event description:
Caller alleged discrepant results within 30 minutes time range. Results as follows: date: 2009, test 1: 2.0, test 2: 5.0. Patient had tested the day before with an inr of 6.0.

Manufacturer narrative:
This event is reportable because a recurrence may cause or contribute to a death or serious injury. Device is not expected to be returned for evaluation. Investigation is pending.